Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted during testing. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. Unit passed displacement test. Pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failure alert.

Event description:
Customer reported via phone call that the insulin pump button was unresponsive. Customer's blood glucose level was unknown. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.